Event description:
We recieved a call from our endoscopy department indicating there was an error relay 2 failure on their steam sterilzer. Our biomedical technician inspected the sterilzer and proceeded to call both steris and our 3rd party service provider. Both resources indicated to replace some circuit boards (I/o board and control board). Our technician worked extensively on trying to locate the problem. After spending a day on the repair, we made a decision for steris representative to come in the next day to repair. When the technician came in, he was going through his initial inspections. After about an hour into the inspection, one of the endo nursing staff came into the room and the door actually hit the emergency stop button that is located on the front of the sterilizer door. The technician was able to reset the emergency stop and test the sterlizer. The sterlizer was working fine and no further repairs were needed. Apparently this version of sterlizer has this emergency stop button added. What was frustrating, is both the manufacturer and the 3rd party vendor did not first ask if this emergency button was pressed. We have sinced worked with the staff to be aware if the emergency button is accidently pressed when the door to this room is opened.